Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to report intermittent audio output, resulting in patient's parents believing patient was experiencing a low. Patient's father reported low alert not operating properly. Prior to leaving for work the father checked in on patient and the continuous glucose monitoring (cgm) was showing 115. Patient mother stated that the cgm later read 30 and the alarm did not alert, nor was the default alarm audible. Patient's brother was also present and relayed no alarms were heard. Due to the cgm indicating 30, the patient's mother provided patient with carbohydrates. Patient's mother rechecked patient's blood glucose (bg) levels which read cgm 120mg/dl and bg meter 113mg/dl. No injuries or medical intervention were reported. At the time of the call with dexcom technical support patient's current condition was reported as feeling fine.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 and claimed no audio output on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Dexcom has issued an rga for patient to return the device to be investigated.